Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, there was balloon withdrawal difficulty. The target lesion was located in a moderately tortuous, moderately calcified, 80% stenosed segment of the 1st obtuse marginal. The 1st obtuse marginal. The 1st obtuse marginal (om) was predilated using a 2.5x20mm maverick balloon inflated to 12 atms. A 2.5 x 24mm taxus express2 drug eluting stent was deployed. Then a 2.5x8mm taxus express2 stent was deployed. The stent balloon was inflated to 16 atm for 30-45 seconds. Upon withdrawal, the physician had difficulty removing the balloon. It was felt that the balloon was sticking to the stent upon deflation. The physician pushed the stent delivery system forward and then pulled back, removing the device. The device was removed intact. The procedure was completed. There were no patient complications and the patient condition reported as ok.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paerwork could not be examined and similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.